Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 400 mg/dl. Customer stated that the insulin pump was not working properly because the insulin pump was not rewind. Customer was advised to rewound insulin pump and then it rewound. Customer refused to troubleshooting for the further issue. No further details given. Insulin pump will not be returned for analysis.